Event description:
During cautery removal of a large polyp, the cautery seemed to stop. The snare became inbedded in a large polyp and the md was unable to remove it. A second snare was used to remove the polyp and the wire of the first snare and the cautery stopped again. An olympus active cord and an olympus scope were used. Both snares were pretested before the procedure and had cautery. Patient was checked for correct grounding. Patient had a successful surgical procedure to remove the snares.